Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of six (6) years and two (2) months due to calcification, severe aortic stenosis (peak gradient 90 mmhg) and moderate regurgitation. In addition, the patient presented with an enlarged ascending aorta (4.1 cm diameter). On explant, the bioprosthetic aortic valve was found to be well healed into position, two of the leaflets were totally rigid and there was marked calcification around the commissure. A bentall procedure was performed and an allograft valve plus an aortic conduit were implanted in replacement. Post procedure, the patient was transferred to the ICU ward in good condition.

Manufacturer narrative:
(B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis were confirmed. Report of regurgitation was visually confirmed due to observed gap. X-ray demonstrated heavy calcification on all three leaflets, commissure 1 bent, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on the inflow aspect and 4mm on the outflow aspect of leaflet 2. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Extrinsic calcification was observed near commissures 2 and 3. The extrinsic calcification interfered with coaptation between leaflets 1 and 2 near commissure 2, and created a gap in the central coaptation region. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 3 had a 2mm tear near commissure 3; calcification and serrated markings were observed near the tear. The sewing ring was cut around the valve, and exposed the wireform around leaflet 3 at the inflow aspect. Pledgets remained attached around the valve circumference.